Event description:
The plaintiff's attorney alleged that the decedent experienced hypotension and cardiovascular events on or about (B)(6), 2008 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) reported on the same pt involving two separate products mdrs #1225714-2014-02393 and 1225714-2014-02394.